Event description:
It was reported that the patient underwent coil embolization to treat a right posterior communicating artery. Approximately 30 minutes post procedure, the patient experienced subarachnoid hemorrhage (sah) and subdural hemorrhage (sdh) at the treated vessel. The hemorrhage resulted in stroke. A craniotomy was performed. The patient symptoms of hemiplegia and deteriorating consciousness have not improved. The physician attributes the adverse event to vessel damage caused by the microcatheter and also believes that the last coil placed during the procedure may have damaged the aneurysm dome wall.

Event description:
It was reported that the patient underwent coil embolization to treat a right posterior communicating artery. Approximately 30 minutes post procedure, the patient experienced subarachnoid hemorrhage (sah) and subdural hemorrhage (sdh) at the treated vessel. The hemorrhage resulted in stroke. A craniotomy was performed. The patient symptoms of hemiplegia and deteriorating consciousness have not improved. The physician attributes the adverse event to vessel damage caused by the microcatheter and also believes that the last coil placed during the procedure may have damaged the aneurysm dome wall.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
Subject device remains implanted.